Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), approximately 4 years, 3 months post-implant of a 26 mm sapien 3 valve in the aortic position via transaxillary/subclavian approach, a valve in valve workup was requested due to severe aortic stenosis with a mean gradient of 65mmhg. The patient is being worked up for either an tavr explantation or valve-in-valve tavr with a non-edwards valve. Regarding symptoms, the patient reports ongoing shortness of breath with exertion, only able to walk one block without getting tired. The patient does report intermittent chest pressure and dizziness when standing. The patient has been sleeping in a recliner for the past 2-3 years. Recently stopped going to the gym, which they previously did 2-3x/ week with a trainer for 1/2 hr. Denies any syncopal events. The latest transesophageal echo report demonstrated that the leaflets of the 26mm bioprosthetic tavr valve are severely calcified. Cusp separation was severely reduced, and valve mobility was severely restricted. Doppler showed that there is severe stenosis associated with severe calcification and hypoattenuated leaflet thickening (halt). There is no significant regurgitation nor significant perivalvular regurgitation. After a proctor review by an edwards physician, it was deemed that there was severely calcified bioprosthetic leaflets which were restricted and leading to stenosis. The proctor was unable to see any halt and/or thrombus. They also stated that the patient was not a good candidate for the edward balloon expandable thv, due to the high risk of coronary occlusion, especially the left coronary artery (lca) and it was likely the valve would need to be explanted.

Manufacturer narrative:
A supplemental MDR is being submitted for additional information from received from a product evaluation. The following sections of this report has been updated: update to b4, g3, g6, h2, h6, h11. The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, structural valve degeneration related to calcification for the sapient xt, s3, and s3u valves have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to patient factors (age, disease state, patient co-morbidities, and/or pharmacological intervention). The complaint for calcification was confirmed based on provided medical record. The available information suggests that patient factors, including hyperlipidemia and diabetes mellitus, likely contributed to the event, as noted in the provided medical record. The process of calcification involves the reaction of calcium-containing extracellular fluid with membrane-associated phosphorus, causing calcification of the cells. Many patient-related factors can contribute to the onset and propagation of calcification, and consequently, structural degeneration of the thv. These factors include age, disease state, patient co-morbidities, and/or pharmacological intervention, such as but not limited to renal failure, hemodialysis, hypercholesterolemia, hyperlipidemia, hypothyroid, diabetes mellitus, etc. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.